Event description:
While performing bench services for the device, it was discovered by an authorized bench technician that the standoffs on the bezel were broken off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.